Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate therapies due to lead noise. Noise was reproducible during device check, but was not reproduced prior to lead revision. The lead was capped and replaced on (B)(6) 2016. Patient is in a good condition.